Manufacturer narrative:
Additional information: b5: add the statement, "the device contained fluorouracil and saline solution with a final volume of 156.2ml." H11: the actual device was received for evaluation with fluid in the bladder. A visual inspection was performed, and white hazing cracks were observed on the fill port. The white hazing cracks suggested that the fill port may have been cleaned with excess amount of alcohol solution prior, during and after the filling step by the customer. The fill port is made of acrylic material, and excess use of alcohol solution can cause white hazing cracks on the fill port. A leak test was performed, and leakage was observed at the crack area on the fill port. The reported condition was verified. The cause of the condition could not be determined; however, the condition may have been related to use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the fill port. This was observed before patient use. There was no patient involvement. No additional information is available.